Event description:
The physician commented that the captor valve on the proximal body delivery system was leaking throughout the duration of the procedure. The estimated blood loss from the leaking valve was approx 1200ml. 2 units of blood were transfused during the procedure to counter the blood loss. According to the reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation still in progress.